Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing during ventricular fibrillation was observed. It was noted that the undersensing delayed therapy for a few seconds. Programming changes were made. The patient was stable afterwards.